Event description:
It was reported that the lens tilted posteriorly and the patient reported blurry vision approximately 1 month post-op. The surgeon indicated that in her opinion the likely cause of the event was due to pco and possible lens tilt. The patient's current prognosis and treatment was described as possible yag. This report pertains to the patient's right eye.

Manufacturer narrative:
The lens remains implanted. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.